Manufacturer narrative:
Concomitant medical products: product ID: 37752, lot/serial#: (B)(4), product type: recharger. Product ID: 37752, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the implantable neurostimulator recharger (insr) had a blank screen sometime in 2018 that the caller believed was (B)(6). The insr was working fine and then suddenly stopped working. It was noticed in june that the insr stopped working and the patient was not able to charge the ins. The insr screen was blank and it would not turn on. The ins worked until the battery ran out. Because of this, the patient saw the "call your doctor" screen a couple of times for the past few months but they did not know what error code came up with that message. End of service (eos) was seen for probably the last month. There was no reported issue with the longevity. The patient wanted to continue therapy because the ins "kept them walking".the consumer was redirected to their health care provider (hcp). No further complications were reported.